Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. The customer¿s blood glucose ranged from 212-221 (mg/dl). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.